Event description:
When rotating the hexagonal shaft with the rocker arm, "strong torque" was needed to be applied to close and open the locking mechanism after turing the rocker arm. There was no pt contact or pt injury.

Manufacturer narrative:
To date, the device involved in th reported incident has not been received for eval. An investigation has been initiated based upon the reported info.